Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a rongeur broke during surgery. The fractured piece was retrieved and an alternative device was not needed to complete the procedure. There were no reported patient impacts.

Event description:
It was reported that the tip of a rongeur broke during surgery. The fractured piece was retrieved and an alternative device was not needed to complete the procedure. There were no reported patient impacts.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a rongeur broke during surgery. The fractured piece was retrieved and an alternative device was not needed to complete the procedure. There were no reported patient impacts.

Manufacturer narrative:
Additional information: UDI number, method, results, and conclusions - the returned rongeur was examined. The jaw of the device had disassembled due to the fracture of the associated pivot pin. It is possible that the pivot pin had weakened from use/handling/cleaning/sterilization over time or from applying an extreme force to the handle that overcame the mechanical capabilities of the pin leading to the fracture seen. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that the tip of a rongeur broke during surgery. The fractured piece was retrieved and an alternative device was not needed to complete the procedure. There were no reported patient impacts.